Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was not physically closed as three screws on the hard stop assembly were broken, causing the hard stop to be misaligned. A field service engineer (fse) replaced the broken screws with new ones to properly seat the assembly, reinstalled the drawer into the cabinet, powered on the station, and tested the hardware successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer had jammed and could not be closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.